Event description:
Peritonitis. A pt with a history of angina pectoris, underwent a total gastrectomy for stomach cancer in 2001. One sheet of seprafilm was applied under the upper abdominal wound. Drains were placed under the left region of the diaphragm and at the anastomotic site. A total blood loss of 540ml was confirmed however, no transfusion was performed. The procedure was completed in 3 hrs. Prophylaxis antibiotics were administered. Six days later the pt developed a fever. The next day peritoneal irritation was diagnosed. Blood test revealed a white blood cell count of 38,500 and c-reactive protein of 35.9. A laparotomy was performed and localized peritonitis at the site where the seprafilm was applied was confirmed. Lavage of the area was done. A bacterial culture was negative for growth. Cefozopron hydrochloride (firstcin) was administered. The physician assessed the event as definite in relationship to the use of seprafilm.